Event description:
It was reported that pump malfunctioned and required reset, and trusteel infusion sets did not stay in place and pulled out, causing patient to tape infusion sets down. There was no reported impact to the customer¿s blood glucose level. Patient declined follow-up, and no additional information was received regarding outcome or any further actions taken.